Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: it was reported the surgeon used surgicel powder and didn¿t believe an excess amount was applied, however this could not be confirmed. It is unclear if all the surgicel powder was dispensed during the case. It cannot be confirmed if the application site of the surgicel powder was irrigated prior to close. It also cannot be confirmed if the surgicel powder application site was closed with excess powder left there. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: hcp used surgicel powder in thyroidectomy last week. A lite application of powder applied prior to closure. Patient has vocal cord paralysis and potential nerve damage. Patient was brought back to or within 48 hours. Surgicel powder was irrigated out. Patient needed a tracheotomy. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? What was the date of index surgical procedure? What were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Was there any intraoperative concurrent use of other products? What is the lot number? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? Was the excess irrigated and removed during the initial procedure? What were current symptoms following the index surgical procedure? Onset date? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative vocal cord paralysis and potential nerve damage? What is the patient¿s current status?

Event description:
It was reported that a patient underwent a thyroidectomy procedure on an unknown date and absorbable hemostat was used. A lite application of the absorbable hemostat was applied prior to closure. The patient has vocal cord paralysis and potential nerve damage. They were brought back to or within 48 hours and the absorbable hemostat was irrigated out. The patient needed a tracheotomy. Additional information was requested